Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged false positive cocaine results. Results as follows: client states that the icup device had one false presumptive positive result for coc on donor urine specimen. The client states that no line appeared in the testing region for coc at the five minute read time. The donor then was sent to another facility to produce a saliva specimen; result was negative. The saliva was sent to a lab for confirmation and the result was also negative. The type of device used for the saliva test is unknown. No adverse consequences to the patient based on the false positive coc results. Donor specimen was not available for further testing.

Manufacturer narrative:
Investigation: customer's observation was not replicated in-house with retention and return devices. Retention (n=29) and return (n=7) products were tested with in-house drug free donor urine, all coc results were negative at read time. No coc false positive results were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.